Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and had critical pump error at the swimming pool doing the water aerobics. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen. Customer stated that the display did not returned after insulin pump got restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.